Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The may 2016 angiodynamics complaint report was reviewed for the convenience kit product family and the failure mode "air bubbles noted." No adverse trend was identified. The used contents of the convenience kit were reviewed. All connected components of the assembly were attached as per the specification drawing. There was no damage or manufacturing related defects noted. In addition, a microscopic inspection was performed paying particular attention to the female luers of the manifold, male luer lock (mll) of the fluid delivery sets (fdss) and the mll of the pressure monitoring line (pml). There were no markings in or around the manifold female luers or the fdss mll. The returned manifold assembly was leak tested at 20 psi of air using a heise . The sample passed the leak test requirements per angiodynamics' procedures. Both fdss were air leak tested at 6 psi ; leak test passed using heise gauge. The samples passed the leak test requirements. A simulated use inspection was performed on each fds to recreate the complaint description. A syringe (from stock item number 40085007) was connected to the proximal female port of the three valve manifold. The spikes of the fds's were attached to a saline bag and distal end was attached to the manifold side port. The entire system (manifold and fds's) was primed and de-bubbled using the syringe from stock. Fluid was drawn into the primed system by aspirating the syringe piston by hand. No air was observed during 5/5 aspirations. The female threads and tapers of the manifold and the pml, as well as the male tapers of the fdss were measured and found to meet specification. The reported complaint description for air cannot be confirmed. The returned used sample met visual, leak, dimensional and functional specifications. No manufacturing non-conformances were observed. DHR review of the packaging and manifold assembly/fds's and pml lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. The directions for use packaged with the kit states the following: "ensure that you are making secure connections when using this device to prevent the introduction of air into the system that could result in embolism and in rare instances of death. All connections should be finger tightened. Over tightening can cause cracks and leaks to occur that could result in embolism and or exposure to biohazards. " (B)(4).

Event description:
As reported by end user hospital to angiodynamics' distributor in (B)(4), air bubbles were observed in the tubing of the fluid delivery set component of a convenience kit. Air was reported as entering the system when a "fast" syringe aspiration was performed. There was no report of air being injected or patient injury. The used product has been returned to angiodynamics for evaluation.